Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During an attempt to recapture the device, the sheath kinked. No kink was seen prior to recapture. No adverse patient events occurred. Patient was discharged the following day.